Event description:
It was reported by service report that the patient right load wheel caster was broken with sharp edges. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Load wheel caster horn.